Manufacturer narrative:
This report is filed on october 04, 2016.

Event description:
Per the clinic, the patient developed infection post surgery, however the issue could not be resolved; subsequently, the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device.